Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that the floor locking mechanism was not working out of the box.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Other, other/defective. Right side won't lock. Complaint of "floor locking mechanism was not working out of the box" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Other, other/defective. Right side won't lock. Customer states that the floor locking mechanism was not working out of the box.